Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 the patient presented with the following pre-op diagnosis: c4-5 and c5-6 cervical spondylosis with stenosis. The patient underwent the following procedure: 1. Anterior cervical diskectomy and fusion at c4-5 and c5-6 utilizing local autograft, peek cages and a k2m cervical plate. As per op notes, complete intervertebral diskectomies were carried out at c4-5 and c5-6. Bilateral wide neural foraminotomies were carried out. After adequate decompression of the spinal canal nerve roots, local autograft was removed. The appropriate sized cages were packed with local autograft. The cage was then inserted in to c4-5 and c5-6 disk spaces. The appropriate sized cervical plate was then secured to the anterior cervical spine in standard fashion. A lateral x-ray was obtained and removal excellent position of the plate, screws and bone graft. The patient tolerated the procedure well (B)(6) 2009 patient presented for the preoperative diagnosis of 1. Recurrent spinal stenosis, l3-l4. 2. Spinal stenosis at l2-l3. 3. Degenerative disk disease at l2-l3 and l3-l4 with discogenic pain. 4. C4-c5 and c5-c6 cervical spondylosis with stenosis and radiculopathy underwent the following procedures: 1. Recurrent spinal stenosis, l3-l4, 2. Spinal stenosis at l2-l3, 3. Degenerative disk disease at l2-l3 and l3-l4 with discogenic pain. 4. C4-c5 and c5-c6 cervical spondylosis with stenosis and radiculopathy. The patient underwent the following procedures: 1. Removal of spinal hardware, 2. L4-l5 and s1, revision decompressive laminotomy, l3-l4 bilaterally. 3. L2-l3 decompressive laminotomy and foraminotomy. 4. Harvesting of local bone from the lamina of l3. 5. Harvesting bone marrow aspirate from the right hernipelvis for stem cells. 6. L3-l4 transforaminal lumbar interbody fusion utilizing peek cage and k2m along with stem cell mixture. 7. L2-l3 and l3-l4 lateral mass fusion utilizing k2m pedicle screw instrumentation with re-instrumentation of l2 to s1 utilizing mosaic bone void filler and stem cell mixture and bmp soaked sponge. Per op note, the muscle was subperiosteally stripped off the spine from l2 to the sacrum bilaterally. The transverse processes were stripped free of soft tissue at l2 and l3 and the fusion mass from l4 to l5 were subperiosteally stripped free of soft tissue. The fusion was noted to be solid from l2 to s1 or the right and l5- s1 on the left with some fusion present at l4 to l5 on the left. The locking mechanisms were removed and the rods were removed from l4 to s1. Facetectomies were carried out at 12-l3 and l3-l4. Revision laminotomies and foraminotomies were carried out at l3-l4 by removing the inferior aspect of the lamina of l3, and the medial aspect of the facet at l4 and l4 roots were freed up. The laminotomy was carried out at l2-l3 bilaterally by performing the same operation by removing the inferior mm of the lamina of l2 and the superior aspect of the lamina of l3 and medial aspect of the facet at l3. These bones, along with the remaining lamina of the spinous process of l3 were removed. (B)(6) 2009 patient was discharged from hospital. (B)(6) 2009 the patient presented with preop diagnosis of c4-5 and c5-6 cervical spondylosis with stenosis. Patient underwent the following procedures: 1. Anterior cervical discectomy and fusion at c4-5 and c5-6 utilizing local autograft, peek cages and a k2m cervical plate. 2. Harvest of local autograft. Op note: intraoperative x-ray was obtained and revealed the appropriate levels. Complete intervertebral diskectomies were then carried out at c4-5 and c5-6 utilizing curettes and pituitaries. The disk spaces were distracted and the posterior longitudinal ligament was elevated and removed with a 2-mm kerrison at each level. Bilateral wide neural foraminotomies were carried out. After adequate decompression of the spinal canal nerve roots, local autograft was removed with a curette from the vertebral bodies. Endplates were decorticated with a bur and this bone was cleaned and used for a local autograft also. The appropriate-sized cages were packed with the local autograft. The cages were then inserted into the c4-5 and c5-6 disk spaces. The distraction was released. The appropriate-sized cervical plate was then secured to the anterior cervical spine in standard fashion. A lateral x-ray was obtained and revealed excellent position of the plate, screws and bone graft. The wound was then copiously irrigated with betadine and saline solution. It was closed in layers over a drain in the standard fashion. A sterile compressive soft tissue dressing was then applied. The patient tolerated the procedure without apparent complications. She was transferred back to recovery in good condition. On an unknown date patient had presented for preoperative diagnosis: postlaminectomy syndrome. The patient underwent a procedure: transcaudal epidural steroid injection under fluoroscopic guidance (B)(6) 2009, (B)(6) 2010, and (B)(6) 2012: the patient went for an office visit. (B)(6) 2009: the patient presented with abdominal pain. The patient underwent x-ray. Impression: pancreatitis, questionable choledoc holithiasis, urinary tract infection, diabetes, asthma, peripheral neuropathy, chronic back pain, hypertension, hyperlipidemia, insomnia, deep venus thrombosis prophylaxis with levenox. The patient was discharge on (B)(6) 2009. (B)(6) 2009 the patient presented with pre-op diagnosis: 1.acute cholecycstitis 2. Pancreatitis. The patient underwent the following procedure: 1. Laparoscopic cholecystectomy. 2. Intra-op cholangiogram. Findings: 1. Severe acute cholecystectomy. 2. Multiple adhesions. 3. Thickening of the gallbladder wall. 4. Patient's cholangiogram with dilated ducts, although excellent proximal and distal flow into the duodenum. No complications were noted. (B)(6) 2010 the patient presented with preop diagnosis of bilateral sacroiliitis. The patient underwent a procedure: bilateral sacroiliac joint steroid injection under fluoroscopic guidance. (B)(6) 2010: the patient underwent bilateral sacroiliac joint steroid injection under fluoroscopy due to bilateral sacroiliitis on conservative measures. (B)(6) 2011 patient presented with preop diagnosis of lumbar sacroilitis, lumbar radiculitis. Patient had underwent the following procedure: trial spinal cord stimulation (B)(6) 2011: the patient presented with confusion. Impression: 1. Altered mental status, most likely secondary to narcotics. 2. Chronic back pain. 3. Status post motor vehicle accident. 4. Hypokalemia. (B)(6) 2011: the patient presented with pre-o diagnosis: chronic pain syndrome, postlaminectomy syndrome, and lumbar radiculitis not responding to conservative measures. Procedure: permanent spinal cord stimulator implantation, medtronic, two octad leads and restore ultra-generator under fluoroscopy guidance. (B)(6) 2011 patient presented with preop diagnosis of left trigger thumb. The patient underwent the following procedure: left trigger thumb release. Patient presented with preop diagnosis of 1. Status post anterior cervical discectomy with fusion at c4- c5, c5-c6 with k2m plate. Patient underwent the following procedures: 1. Removal of the anterior cervical plate. 2. Explore the spinal fusion, c4-c6. (B)(6) 2012 patient presented with preop diagnosis of cervical facet arthropathy. Patient underwent the following procedures: bilateral occipital third occipital nerve c3, c4, and c5 diagnostic medical branch under fluoroscopic guidance. (B)(6) 2012: the patient presented with fecal incontinence. Assessment: 1) fitting and adjustment of neuropacemaker 2) fecal urgency 3) full incontinence of feces. (B)(6) 2012, and (B)(6) 2013: the patient went for an office visit. (B)(6) 2012: the patient presented with pre-op: fecal inconsistence. The patient underwent stage I interstim lead placement under fluoroscopy followed by a complex programming. (B)(6) 2012: the patient presented with fecal inconsistence and annual gyn screening exam. Assessment: urinary, urge inconsistence, overweight, back pain, degeneration of intervertebral disc, inconsistence of feces, vulvar intraepithelial neoplasia (B)(6) 2012: the patient presented with following pre-op diagnosis: fecal inconsistence, good response to stage I interstim sacral nerve stimulator. Procedure: placement of stage ii interstim sacral nerve stimulator along with complex programming and impedance studies. Post-operative diagnosis: fecal inconsistence, good response to stage I interstim sacral nerve stimulator. Normal impedance studies of the sacral nerve stimulator implant. No patient complications were reported. (B)(6) 2012: the patient underwent phacoemulsification of cataract with posterior chamber lens implant due to cataract in right eye. (B)(6) 2013 patient presented with preop diagnosis of cervical spondylosis. Patient underwent the following procedures: 1. Pr dest,pa ravertebral,cit,single, 2. Pr dest,paravertebral,cit,addl...